Event description:
It was reported that the operating table cannot be adjusted using the remote control or the column keypad. And error message "wrench" is displayed. No harm or impact to a surgical procedure was reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During on-site inspection by a field service technician the electronic unit was identified as defect which caused the loss of function. The electronic unit and batteries were replaced and correct parameters set. Additionally, the remote control had a missing hook and the threaded sleeves where broken at the remote housing. After the repair the table was tested and release for further use. The repair of the remote control was recommended. Additionally, this device has passed its intended lifetime of ten years and the last preventive maintenance by an authorized service technician was back in 2013. Based on this, no further action is required.